Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer submitted to the FDA the following info: the customer had to visit the doctor several times, due to high blood glucose levels. The customer felt that the problems were due to the infusion sets being used at the time. The customer also experienced bladder and yeast infections. Nothing further was reported.